Event description:
During laparoscopic cholecystectomy, the inzii retrieval system 10mm (ref cd001, lot #1243360, exp. 03-05-2018) failed to function properly and pouch would not open. A new device was opened and used without difficulty. No patient harm.